Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument jammed. The surgeon applied another drvice to complete the procedure. The hospital has reported no patient injury occurred.